Event description:
It was reported that the device had an intermittent battery level monitoring issue. Physio-control evaluated the device and found that the device power would cut in and out while shaking the device. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be failure of the power pcb assembly. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further cause for the reported failure was not determined.